Event description:
It was reported that the markers would not deploy and the doctor was able to use a third. The doctor was able to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Clear tip sheared at distal tip the analysis results found that the mam3001 devices (a and b) were received with the introducer tips sheared off. The appliers were received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the devices occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient's breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A batch record review was performed and no anomalies were found during the manufacturing process.